Manufacturer narrative:
On july 6, 2020 ad-tech received information that a drill bit snapped in half while drilling during an seeg case using a rosa robot. It was reported that the trajectory was not at an angle and irrigation with saline was used. The drill bit was replaced with a new one and the case proceeded without further incident. The broken drill bit was received on july 10, 2020 and examination showed that it was broken in two pieces, with the breaking point at a fluted area approximately 4mm into the fluted area, about 35mm from the drilling tip. There were wear marks noted thoughout the broken pieces, particularly near the breaking point of the drill bit. An initial risk assessment was conducted for this issue. According to rmf-4031-2, rev. D, line iem d10, the potential harm of mechanical energy-damage to healthy tissue was identified. Additionally, rmf-4031, rev. D, line item u13 identifies the risk of function- delay of procedure as an additional, potential risk. In this case, the patient did not experience any harm as a result of the drill bit snapping and the case was able to proceed as planned, using a new drill bit. Further investigation is ongoing.

Event description:
On july 6, 2020, ad-tech medical was notified that a drill bit snapped in half while drilling, during an seeg case using a rosa robot.